Event description:
It was reported that, per the patient¿s husband, the patient had stimulation the morning or afternoon prior to the date of report. The caller requested assistance conducting a jump start on the implantable neurostimulator (ins). It was reviewed that a physician mode recharge (pmr) may not be necessary if the patient actually had stimulation one day prior to report. It was reviewed that the patient may need assistance with a normal recharge session. The caller noted that they needed to call the patient¿s husband back. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# unknown, product type: recharger; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).